Manufacturer narrative:
Description of problem or event: the patient was previously admitted for epistaxis on (B)(6) 2018 and (B)(6) 2018 which are reported under MFR #2916596-2018-04267 and MFR #2916596-2018-05801, respectively. Approximate age of device- 4 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was first admitted on (B)(6) 2019 and was admitted multiple times for epistaxis . The patient was treated with transfusions and nasal packing. The patient is currently at home with hgb level of 11 and ldh of 400. The patient is taking coumadin and not aspirin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported epistaxis cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.